Manufacturer narrative:
Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown veterinary procedure, it was observed that the small battery drive device "died" again on the second to last screw hole of the procedure. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.